Event description:
It was reported that an 840 ventilator became inoperable. The ventilator was not in use on a patient at the time of the event. A service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.